Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Unable to verify a broken force sensor was detected during seating or regular delivery error alarm and frozen screen due to critical pump error alarm. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was 143 mg/dl. Customer also stated that drive support cap was normal. The customer was assisted with troubleshooting for multiple pump error. Device will return device for analysis.